Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was partially inflating. Surgical intervention was performed, and a fluid leak was identified. The ipp was replaced. There were no patient complications reported.